Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed, water tightness was not maintained due to holes found in the curved rubber section. Additionally, as noted in the coating on the insertion guide serpentine was found peeling off. The bending angle was insufficient due to the elongation of the angle wire and there were scratches on the universal code. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera bronchofibervideoscope due to an air/water leakage. Additional details relating to the patient and the event have been requested, but were not provided. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the tube coating material was peeling. This report is being submitted to capture the peeling coating material found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility maintain a pre-use check and periodic check of the device. Olympus will continue to monitor field performance for this device.